Manufacturer narrative:
Concomitant medical products: l321 ipg implanted: (B)(6) 2016, 429678 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that both their leads broke. It was further confirmed that the right atrial (ra) lead had fractured. The ra and right ventricular (rv) leads were explanted an replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.